Event description:
Medwatch uf/importer report# (B)(4) was received with the following information: "three instances of the event - during placement of a lumbar drain the device broke requiring the patient to go to the or for removal of the original device being inserted. Catheter and wire are often noted to be snapped or get stuck upon removal. What was the original intended procedure? Lumbar drain placement. What problem did the user have (check all that apply): device failed (e.g. Broke, couldn't get it to work or stopped working); device malfunction - that is, the device did not do what it was supposed to do; device was hard to use."

Manufacturer narrative:
The hermetic lumbar catheter, closed tip (ins5010) was not returned for evaluation after good faith efforts (gfes) were made: device history record (DHR) review - the device history records (DHR) was reviewed, and no anomaly was observed during its manufacturing, packaging, and inspection processes that could be related to the reported condition. Investigation findings: the complaint reported that the lumbar drain (catheter) broke requiring additional intervention to remove the device. It was reported that the device will not be returned for evaluation and no photos were provided for evaluation; therefore, a root cause determination is not possible. Also, not enough information is provided to assign a possible root cause; however, breakage during catheter placement (insertion), like the one reported, may be caused by catheter repositioning through the tuohy needle which may cause transection of the device. Also, at the end of the complaint report, there is an anecdotal report of different conditions that have been experienced while using this type of device, specifically ¿catheter and wire are often noted to be snapped or get stuck upon removal.¿ there have been reports in the past of instances in which the guidewire ¿snaps¿. Due to confirmed complaints related guidewire unraveling, a scar was issued to obtain an in-depth evaluation from the manufacturer to identify a potential root cause for the reported guidewire breakages and actions that can prevent or reduce the recurrence of the reported condition. The supplier¿s final report did not identify any manufacturing issues; however, the manufacturer reported that the user should not bend or wrap the guidewire around the hand or fingers when removing the guidewire since this action could create a force on the distal weld exceeding 2.75 lbs., causing breakage at the distal weld and the guidewire to unravel.

Manufacturer narrative:
Updated fields: g3, g6, h2, h10, h11. This follow-up report is being sent to provide information on "related report number" in the corresponding h10 field.